Manufacturer narrative:
The peritonitis occurred on an unspecified date in the beginning of (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be due to bacteria (no further details). The patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Dianeal therapies were ongoing. No additional information was available.